Manufacturer narrative:
The reported events of lead dislodgement, high capture threshold and loss of capture were not confrimed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with complaints of lethargy and tiredness. Interrogation revealed that the right ventricular lead exhibited loss of capture and an unstable and high capture threshold. Fluoroscopy found evidence of dislodgement, but it was not fully confirmed. The lead was explanted and replaced. The patient was stable.